Event description:
The patient reported that the previous evening when they received an alarm, the sound of their pump had changed. The following morning their pump made no sound at all. Their blood glucose levels had been much higher.